Manufacturer narrative:
A visual evaluation of the returned device found that the stent was free of any obvious kinks or bends. The guide catheter was detached. The pull wire, push catheter and the detached guide catheter were kinked in several locations. The push catheter was cut up to expose pull wire for evaluation during product analysis. A functional evaluation for stent deployment could not be performed due to the condition of the returned device. Based on the product analysis, it is likely that operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the device. Bound by kinks and bends, the device would become unable to deploy stent. Forcible attempts to deploy the stent likely caused detaching of the guide catheter. Therefore, 'operational context' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that there were no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic biliary drainage (ebd) implantation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, resistance was encountered from the start of the stent deployment attempt. The guide catheter was pulled forcefully and its distal end became detached. The broken guide catheter did not remain within the push catheter, so the delivery system was not removed from the patient in one piece. Although, it was not reported how the broken guide catheter was retrieved from the patient. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Reported event of "catheter broken." Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic biliary drainage (ebd) implantation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, resistance was encountered from the start of the stent deployment attempt. The guide catheter was pulled forcefully and its distal end became detached. The broken guide catheter did not remain within the push catheter, so the delivery system was not removed from the patient in one piece. Although, it was not reported how the broken guide catheter was retrieved from the patient. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.